Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received but is still in the process of evaluating the device. When the evaluation is complete, a supplemental report will be submitted.